Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the priming process is louder and slower and insulin pump reject new battery. The customer's blood glucose value was unknown. The customer also reported scratches on insulin pump screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratched case and all no button response due to flattened button dome switch .the keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify unexpected battery power loss, prime or fill anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. The test reservoir does lock properly inside the reservoir tube. No backlight flickering noted.